Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch in which the customer reported that the ventilation valve of the pump infusion set leaked during chemotherapy (unspecified) infusion. There was patient involvement but there was no harm reported as a consequence of this event.

Manufacturer narrative:
The device is not available for evaluation, however, a picture sample is available; the investigation is not yet complete.

Manufacturer narrative:
A photo was returned by the customer showing the (B)(4) primary plum set. No visual damages or anomalies observed. No samples were returned for investigation. The complaint of leakage could not be confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review not be reviewed due to the unknown lot number.